Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was able to duplicate the reported problem. The service technician replaced the exhalation flow sensor to correct the reported problem. Final testing was performed on the ventilator and all tests passed per operating specifications.